Manufacturer narrative:
On november 8, 2024, mentor became aware that the devices were not ruptured and the replacement serial numbers user were (B)(6) on the left side, and (B)(6) on the right side on (B)(6) 2024. Device problem code under field h6 has been updated on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old hispanic female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures, and bilateral capsular contracture; baker grade IV postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on november 20, 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On november 27, 2024, mentor became aware the devices were discarded and hence, won't be returned. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 18, 2024, mentor became aware that the updated surgery date is (B)(6) 2024. D6b explantation date: (B)(6) 2024. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).